Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of loss of capture, however no asystole was observed. No additional adverse patient effects were reported.